Event description:
A battery/no power issue was reported with the adc device. Customer was unable to obtain readings due to the device "turning on and off". As a result, the customer experienced "low glucose readings" and was unable to self-treat, requiring unspecified treatment by healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) was returned and investigated. Visual inspection was performed on returned reader. No new issues were observed. Reader powered on with button depression. Customer stated that her reader went on and off. Built-in reader test was performed and all tests passed. Reader going on and off was not observed. The issue could not be reproduced. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to obtain readings due to the device "turning on and off". As a result, the customer experienced "low glucose readings" and was unable to self-treat, requiring unspecified treatment by healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.